Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results were obtained on six patient samples on a dimension vista 1500 instrument. Calibration and quality control (qc) were recovered within the range on the day of the event. The instrument generated errors related to the aliquot probe. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced stretched reagent 4 (r4) vertical belt, worn sample 2 (s2) vertical belt, s2 mixer, and sample 1 (s1) horizontal motor due to cracked isolator, auto aligned bottom of cuvette correction (bocc), ran auto check and server 2 qc, and recalibrated co2. Then, the cse moved co2 from server 2 to server 3, performed s3 bocc, adjusted steps, auto aligned, reset co2 result monitor, moved co2 to server 1, secured opened rear covers, moved back co2 on server 3, reset results monitor, blew co2 well, and reran qc and calibration, which passed. Next, the cse checked all co2 milli-absorbance units (maus), which were within the specifications. Siemens further evaluated the event and determined that the worn out r4 and s3 belts, and other hardware related malfunctions potentially contributed to the falsely depressed co2 results. The device is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that falsely depressed carbon dioxide (co2) results were obtained on six patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were reprocessed on an alternate dimension vista 1500 instrument. The repeat results recovered higher and correlated with the patient's history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.